Event description:
It was reported the bronchofiberscope was insufficiently reprocessed in an endoscope reprocessor (oer) as a foreign body (sticky substance) was found on the top cover. The scope was used in an unknown case. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. New information added to the following field: h6. The device was not returned for evaluation and the reported event was not confirmed. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. There may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility and from the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor the field performance of this device.